Manufacturer narrative:
The complaint was confirmed. Per the supplier evaluation, the sensor was tested and met all required specifications. There were no functional failures noted. It was determined that this is not a supplier issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) tested both the yellow and red level sensors. The pst observed that when the yellow level sensor was attached to the lab use only (luo) reservoir it would fail the thin wall test. The sensor was unable to detect when there was fluid present or not. The red level sensor was attached to the luo reservoir and the pst observed it to function as intended throughout testing. The red level sensor appropriately alarmed when the fluid level was below the sensor pad.

Manufacturer narrative:
The fsr could not duplicate the 'level not attached' alert. The fsr replaced both level sensors as a precaution. The other level sensor was the red level sensor (pn:195274/ sn:(B)(4) / UDI: (B)(4). The unit operated to the manufacturer's specifications. The suspect devices were returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed a continuous 'level sensor not attached' message. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during a cpb procedure on (B)(4) 2021, the perfusion team had intermittent false alarms on the level sensing system. The team set up and attached the level pads per the manufacturer's recommendations, used gel and attached the sensors to the manufacturer reservoir for the procedure. During the procedure the system gave the perfusionist subsequent 'level not attached' messages. The team continued the procedure and the field service representative (fsr) exchanged the level sensing system after the procedure. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to this issue.